Event description:
It is reported by mr. (B)(6), male nurse of the hospital, that the ankle-clamp was broken. (B)(4).

Manufacturer narrative:
An event regarding a fractured triathlon tibial alignment ankle clamp was reported. The event was confirmed. The device was returned for evaluation. One of the flippers of the tibial alignment ankle clamp was fractured. The device was manufactured to revision g of the product drawing. Review of the device history records indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar reported events for this lot ID. The investigation concluded that the ankle clamp flipper broke from multiple overload conditions during use. CAPA was opened to perform a root cause investigation and determine corrective action. Root cause was determined to be design related; the material selected was inadequate for designed use. A material design update was completed and the CAPA was closed on 10-mar-2014.